Event description:
It was reported that the customer had issues with his insulin pump's keypad. The keypad was not responding. He took the battery out, reinserted the same battery, and received a weak battery alarm. The customer received a button error alarm, after replacing the old battery for a new one. His blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to corroded keypad traces. No weak battery alarm could be verified due to unresponsive buttons. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.